Event description:
The customer reported that the spo2 reading would freeze and stay at 100% even after changing out the probe. Customer is requesting service to check if the unit is reading correctly as they have changed out the spo2 probe and the system continues to have an issue. The device was in clinical use. There was no report of patient or user harm.